Event description:
It was reported that the customer's insulin pump alarmed while attempting to prime the device. The blood glucose reading was 9.3mmol/l. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched lcd window, cracked display window corners, battery tube threads, reservoir tube and lip.